Event description:
Following the initial information provided, the bed platform moved unintended, allegedly pulling the drain out of patient's chest as a result. The evaluation of the bed confirmed that the nurse control panel had an electrical failure that caused the bed to move without command given. Further information are being collected.

Manufacturer narrative:
The investigation is in progress. The information was passed to the manufacturer. The conclusions will be provided within the manufacturer's follow-up report 3007420694-2022-00021 once available.

Event description:
The information provided indicates that the bed started to move on its own. It has not been confirmed which part of the device caused the unintended movement. During the incident, a patient was lying on the bed with a drainage tube connected to the chest. As a result of the unintended bed movement, the drainage tube was "knocked over¿ (folded over) from the patient¿s chest, but still in place. The patient did not sustain any injury.

Manufacturer narrative:
The follow-up is submitted due to the clarification of patient outcome - the patient did not sustain any injury. The below sections were updated: b1, b5, f10.